Event description:
Paramedics responded to a person described as in cardiac arrest and down for approximately 10 minutes. According to the reporter, the device would not transfer energy to the pt in two paramedics reported observation that the defibrillator did not "thump" when the discharge buttons were pressed. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.